Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor smooth round moderate profile 300cc breast implant. (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation with saline mentor smooth round moderate profile 300cc breast implants and experienced bilateral deflation on the breast implants. The patient noticed the deflation visually on (B)(6) 2018 . As a result, the patient had undergone removal and replacement with saline mentor breast implants on (B)(6) 2018. The patient was not hospitalized. This medwatch is for the left breast implant.